Event description:
Customer reported that the provue reported a negative result for cell ii to a patient sample that visually appeared to be weakly positive during an antibody screen. Cell I resulted as a, therefore, the gel card was brought forward for review. No erroneous results were reported. No other samples were affected.

Manufacturer narrative:
Ocd field engineer has returned the instrument to expected operation. (B)(4).